Event description:
It was reported to philips that the system was slow to start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was slow to start up. Upon functional testing, the fse determined that the issue might have occurred due to fragmentation of the equipment computer's database and/or enlargement of log files. To resolve the issue, the fse installed the device software. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.